Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that sensor cannula fractured while in the body. The customer¿s blood glucose level 220 mg/dl at the time of the incident. Customer reports that they did not receive medical treatment as a result of the sensor fracturing while still in the body. Sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and was inspected performed continuity resistance test, and sensor passed per specification. Performed sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 buffered test solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. No broken or missing parts were observed during analysis. Inspected insertion needle for burrs/hooks and dull needle tip defects and none were found. Introducer needle passed per specifications.